Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It has been reported that a hair was found inside the blister pack after opening the item during surgery.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. Updated: correction: customer has indicated that the product will not be returned because it was retained by hospital. Reported event was confirmed by reviewing received photo. It was determined that a hair like fiber was present. As the product was not returned, the material composition of that fiber/hair cannot be verified. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends